Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
Tandem¿s t:slim pump user guide states "keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is: fully retracted. This will remove any residual air from the cartridge." Tandems's t:slim pump user guide states: "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated for the past 4 days. The customer's bg at the time of the call was 350 (mg/dl). The customer stated the suspected cause of the elevated bg levels is the pump. This was unable to be confirmed as the customer declined troubleshooting with tandem technical support. Reportedly, the customer was not performing the air removal step during the load process. The customer also reported disconnecting from the luer lock. The customer stated they will be using manual injections as insulin therapy.